Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection called cellulitis. The site was painful and swollen. For treatment, the patient was prescribed doxycycline hyclate at 100 mg and tramadol at 50 mg. The pod was worn longer than 48 hours on the leg. The patient was discharged after 1 hour and the pod was discarded.